Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test there were no labels on the box. The following information was provided by the initial reporter: there was no sticker on box to give lot or ref number.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test there were no labels on the box. The following information was provided by the initial reporter: there was no sticker on box to give lot or ref number.

Manufacturer narrative:
H.6 investigation summary: bd quality performs a systematic approach to investigate labeling/packaging issue complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for labeling/packaging issue. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.